Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device mrx device is not recognizing pads during use. Another set of pads were placed on patients chest and worked fine. The customer is requesting that the pads be returned for evaluation. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.

Manufacturer narrative:
The pads have been received by philips in (B)(4) and were scheduled to be sent for further failure analysis (fa) investigation in (B)(4). As of 01-aug-2017, the parts have not yet been received by the fa team in (B)(4). The record will be reopened if the failed items are returned for failure analysis.